Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were broken. Top case corners were chipped and cracked. Cracked bottom case by l-bracket and both plunger cases and broken cord clamp. Travel reverse error - check clutch/plunger lever was found on error history log review. The reported issue was duplicated: broken power cord retainer and cracked top and bottom case with popping noise followed by check clutch alarm. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was found to be customer damage and normal wear. Actions/repairs were done to correct the reported issue: replaced top case, bottom case, cord clamp, lead screw, clutch spring and both clutch halves. Performed preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that issues were experienced with the power cord retainer, clutch and case. No patient injury was reported.